Event description:
Additional information received reported that the patient had had wire failure and liquid buildup around the implantable neurostimulator (ins) on (B)(6) 2012. It was noted that the patient had to have the generator placed in a different location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance measurements on the patient's implantable neurostimulator (ins) showed impedances >10000 ohms on electrodes #0, #1, and #6. A lead fracture was suspected. Two of the patient's four leads were replaced on (B)(6), 2012 and the patient stated that one of the other leads had no activity and the fourth lead was only working at one contact point. Follow-up information indicated the patient underwent programming following the revision surgery and was receiving adequate pain relief. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# v587367, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ lead, product ID (B)(4), lot# v587367, implanted: 2011-(B)(6), explanted: na, product typ lead, product ID (B)(4), serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), product typ programmer, patient product ID (B)(4), serial# (B)(4), implanted: 2011-(B)(6), explanted: na, product typ extension, product ID (B)(4), serial# (B)(4), implanted: 2011-(B)(6), explanted: na, product typ extension. (B)(4). Analysis of neurostimulator model 37712, serial# (B)(4), showed no significant anomalies. Analysis of lead model 399960, lot# v587367 showed that the #0, #1, #3, and #6 conductor wires were broken. The #0 wire was broken at the connector weld of electrode #0. The #1 conductor wire was broken near the proximal end of electrode #3. The #3 conductor wire was broken at the electrode #3 weld site. The #6 conductor wire was broken at the electrode #6 weld site. The lead paddle material was also breached near the #3 electrode.